Event description:
It was reported that on (B)(6) 2014 the patient was more restless so the daily dose was increased. The patient returned to the clinic on (B)(6) 2014 with increased heart rate, increased respirations, and increased spasticity. The patient was immediately sent to the ER. In (B)(6) 2014 the patient was diagnosed with a catheter disconnect from the pump via a dye study. It was decided at that time not to revise the catheter. The patient was then at an acute care facility and the dose was titrated down. The patient had experienced withdrawal, anxiety, tachypnea, tachycardia, hyperreflexia, and increased spasticity. The patient was seen in the emergency room (ER) and given oral baclofen and did well with that. The patient had been doing just as well on the oral baclofen then with the pump therapy and at the time of this report had elected to abandon the therapy. The pump off password was requested and the pump was to be programmed to off state on the date of this report. The drug being delivered via the device system was lioresal. If further information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).